Manufacturer narrative:
(B)(4). Method: the complaint rt040 vented hospital full face mask was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the seal was separated from the mask base. Further inspection revealed that the seal was glued properly with a continuous bead of glue and the marks in the glue indicate that the seal was inserted correctly into the base. A lot check did not reveal any other complaints of this nature for lot number 130529. Conclusion: the rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. The rt040 mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than 100n. We are unable to determine the root cause of the separation. Visual inspection of the returned device showed that the mask was assembled and glued properly. This suggests that the subject breathing circuit was damaged after it was released for distribution.

Event description:
Our hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the silicone seal detached from the mask base of an rt040 vented hospital full face mask. This was found prior to patient use.